Event description:
It was reported to philips that no power was reaching the m cabinet, and the ups was rewired and tested on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service rewired the ups and tested the system, which now meets specifications. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).